Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had only experienced a little bit of improvement at first and had not ever experienced 50% improvement. Their urgency and frequency symptoms were really bad and they did not ¿got out very much¿. The patient stated that as they increased the setting, it became difficult to start urinating. The staff at the healthcare professional¿s (hcp) office told them that what was supposed to happen. The patient indicated that, at this point, they were considering having the device system removed. They were seeing a new urologist which they saw last september at which time the program was changed. The patient had not made any adjustments themselves since the last hcp appointment. Therapy and programming considerations were reviewed with the patient. The patient stated that they did not know if they wanted to switch programs at the time of this report and was going to wait until their appointment on (B)(6) 2020. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event. Additional information was received. The patient reported they thought they found a physician to remove their device, however based upon the distance they were wondering if any surgeon could remove the device. Additional information was received from the patient. They reported that the devices were removed.